Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : visual inspection of the returned product found no visible damage to the lens. The lens was returned in vial in liquid. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2016 and noted an excessive vault immediately after the surgery. The lens was explanted due to excessive vault, narrowing of the angle, and shallowing of the acd on the same day when the patient came back to the facility. The lens was exchanged for a 12.6mm icl and the additional peripheral iridectomy (pi) was performed. The reporter indicated that the cause of the event was not product-related.